Event description:
The acs br test was performed on a pt. The test is intended for use as an aid in the management of breast cancer and the early detection of breast cancer recurrence. An initial result of 180 was reported on april 28, 1998. The pt had no indications of cancer. On may 28, 1998 it was reported that the treating physician had performed and magnetic resonance imaging and a mammogram on the pt. The pt reportedly had thrombosis of the arm as original symptoms. The original lab results was 180, it was later repeated and reported as 150, as serum sample was sent to chiron diagnostics and the in house lab reported a valve of 127. The serum was subsequently analyzed on a modified version of the assay and a 25.5 was obtained. This confirmed that the original result was discrepant.